Event description:
An initial event notification was received by united therapeutics drug safety on 11-aug-2025 from cvs and forwarded to millyard advanced medical products, llc, on 12-aug-2025. The patient's sister reported that the patient was admitted to the hospital on (B)(6) 2025 after both of the patient's remunity pumps leaked while the patient was attempting to change their cassette. No components or further information related to the reported event have been made available to millyard advanced medical products, llc, for additional investigation.